Event description:
It was reported to philips that the flexvision monitor was flickering during use. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision monitor was flickering. Upon functional testing, fse found the flexvision monitor was defective. To resolve this issue, fse replaced flexvision monitor and verified system. After replacement of flexvision monitor, system was returned to use in good working order. The codes were updated based on the investigation outcome.